Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-26, serial/lot #: (B)(6), ubd: 16-sep-2026, UDI#: (B)(4), implant date: (B)(6) 2025, explant date: na. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure (tavr), during the third deployment attempt and the evaluation at the point of no return (ponr), a complete atrioventricular block (cavb) was observed when pacing was stopped. Subsequently, pacing was re-established and deployment was continued. During deployment at node 3, the implant depth was initially adjusted to approximately 3 millimeters (mm) at the non-coronary cusp (ncc), and the device was slowly expanded toward ponr; however, the device dislodged in an ascending direction. The valve was then repositioned to an implant depth of 1¿2 mm at the ncc and successfully implanted.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure (tavr), during the third deployment attempt and the evaluation at the point of no return (ponr), a complete atrioventricular block (cavb) was observed when pacing was stopped. Subsequently, pacing was re-established and deployment was continued. During deployment at node 3, the implant depth was initially adjusted to approximately 3 millimeters (mm) at the non-coronary cusp (ncc), and the device was slowly expanded toward ponr; however, the device dislodged in an ascending direction. The valve was then repositioned to an implant depth of 1¿2 mm at the ncc and successfully implanted. Additional information was received that the valve was deployed three times and recaptured twice. During the third deployment attempt to 80%, cavb was observed. Per the physician the valve may have contributed to the cavb, but the dcs did not. After several days of follow up observation, the cavb resolved and the patient was discharged from the hospital. No permanent pacemaker was implanted.